Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4526ml. The fill volume was 2500ml. This meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance notified the nurse of the iipv event. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect due to use error as the initial drain alarm setting was inappropriately programmed and also use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).